Event description:
A forty-six-year-old male was treated for acutely decompensated chronic cardiomyopathy. An impella 5.5 was inserted. After four days of support, the patient suffered from epistaxis and systemic anticoagulation was temporarily halted. Three days later, plasma free hemoglobin was noted to be increasing. Impella position was confirmed to be adequate. After a prolonged support time of 41 days, the purge line seemed to be blocked. After an exchange of the purge cassette did not solve the issue, the treating physician decided to apply an off-label protocol of lytic therapy via the purge system. At the time of report, the patient remained on support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.